Event description:
It was reported that the patient was in a car accident on (B)(6) 2014 and used stimulation right after the accident. When the patient got home from the emergency room, the patient could not turn the stimulation on. The patient was seen by the health care professional on (B)(6) 2014. Upon interrogation, the patient was told that they were not able to communicate with the implantable neurostimulator (ins). It was noted that the patient was unable to communicate with the clinician programmer, patient programmer or recharger. Since the battery was 7 years old, the health care professional decided best to replace the battery and scheduled a revision for (B)(6) 2014. At the appointment, the patient told the health care professional that the battery was working before the accident. It was noted that the health care professional was planning to open the ins at the pocket site and check impedances to determine if the system was intact and replace the components if necessary. X-rays were done and one spot was found that looked suspicious, but it was too hard to determine if it was an issue or not. The patient was complaining of being sore at the spinal site and sore to touch. The reporter mentioned that the patient had some swelling ¿on the back on the spinal side.¿ at the time of the procedure, it was noted that the impedances were within the normal range, but the patient was not experiencing stimulation. It was noted that they were using the multi-lead trial cable connected to the extension to test the stimulation and impedances. The extension/lead was tested with the multi-lead trialing cable on the extension and the patient had no stimulation at 10.5v but good impedance. Group impedances were retested and impedance was still good. When the therapy impedance was run, it displayed ¿---¿ with the group set at 1.5 volts the reporter stated that the values were a1: 484 ohms and a2: 518 ohm. It was noted that a1 was programmed on electrode 0-3 + - - + and a2 was programmed 0-4 + - - +. The reporter stated that the patient was twitching when the therapy impedances were being run and previously mentioned feeling cold. It was noted that the patient did not feel stimulation in these configurations up to 10v. It was noted that the health care professional was going to do exploratory testing on the lead and extension. When the lead was disconnected from the extension, visual inspection showed that the last contact was ¿somewhat frayed,¿ but they did not feel that would affect stimulation. The lead was then tested with the multi-lead trialing cable and no stimulation was present at 10v. The health care professional removed the old lead, extension and the ins. The new ins and lead were implanted with the patient feeling stimulation at 3.0v. It was further reported that the patient was doing well and had good coverage.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3998, lot# v034832, implanted: (B)(6) 2007, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).